Manufacturer narrative:
Upon extensive testing and stress testing at elevated temperatures for 48 hours, we were unable to confirm the customer complaint that the unit was smoking. Upon receipt, the device was visually inspected internally and externally for any damaged or burned components. We did not find any damaged or burned components inside the system. However, a burn mark was noted on the heater housing, which indicates that the heat exchanger of the disposable set may have been damaged. In addition, it was noted that there was a lot of blood on the housing, around the bobbin assembly, and inside the output temperature probe sensors. The operator's manual provides the following instructions for routine maintenance: "to remove dried blood and disinfect the pump, clean them with hydrogen peroxide or a mild bleach solution and dry" and "check hinges for blood build-up, clean any dried blood from hinge area." Dirty temperature probes may result in over temperature if they are not cleaned according to the instructions provided in the operator's manual, as it may cause the system to misread the input fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened (B)(4) and dry. Use care not to damage the sensor surface." The disposable set was not returned to belmont for evaluation, nor was the lot number available. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. Should additional information become available, a supplemental report will be submitted.

Event description:
Our sales representative received a complaint from the user facility and relayed the following report: "I got a call from (B)(6) regional medical center, they used their belmont and after the case, it started to smoke bad enough to where they needed to call the fire department. They have taken this machine out of clinical use."